Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error alarm and stated that they are unable to do anything else on the insulin pump. Customer stated that they attempted to put in their blood glucose readings however the numbers began increasing on their own and the customer was unable to clear the alarm. Customer's current blood glucose reading is 299 mg/dl. No further information reported.